Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels over 400 mg/dl; took correction via pump without success. Caller was taken to the hospital by his daughter; treated with insulin via syringe. Caller alleges pump does not deliver insulin correctly. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.